Event description:
It was reported that the patient experienced intermittent syncope. The lead threshold was gradually increasing. Multiple lead programming changes occurred before the lead was capped and replaced. No syncope episodes occurred post new lead implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)